Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited displayed an elective replacement indicator (eri) with a charge time of 23.2 sec and monitoring voltage of 2.6 v. There is a concern that this may represent premature battery depletion. This implantable transvenous defibrillation lead exhibited a daily shock impedance of over 125 ohms, but today is testing 38 ohms.